Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It should be noted that the prostyle instructions for use (IFU), section 5 indications states: ¿for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the IFU violation contributed. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely an interaction with patient anatomy contributed to the needles not connecting with the cuffs. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device after a electrophysiology interventional procedure using an 8.5f sheath. Reportedly, reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.